Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an initial transcatheter aortic valve implantation, the valve was prepared without issues and deployed 80% in the cusp overlap view where the position was satisfactory at approximately 3 mm below the annus. In the lao view, the position appeared slightly higher, although no valve movement was detected. The valve was fully released with fast pacing at 120 beats per minute (bpm) and a mean pressure of 85 mmhg. Upon release, the valve embolized into the aorta. A second valve was implanted at a similar depth. No post-dilatation was performed because the gradient was low and there was no evidence of leakage. The implantation angle was reported as below 50 degrees, the annulus measured 21.3 mm and the left ventricular outflow tract measured 21.1 mm (perimeter derived), and the sinus of valsalva and ascending aorta were reported as normal in size with adequate support in the ascending aorta.